Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they felt pulsating down to their toes and sometimes down their leg when they turned it up. They could feel it pulsating with their heartbeat. The past several months this had been happening as they turned it up to get more therapeutic benefit. They turn it down at night otherwise they are unable to sleep. No further device issue alleged/identified. No further patient symptoms or complications were reported.